Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient had a blood glucose result of "hi mmol/l" on a non-accu-chek system. The patient experienced elevated blood glucose symptoms of vomiting. An ambulance was called, the paramedic's received a blood glucose result of 29 mmol/l. It is unknown what type of treatment the paramedic's provided. The patient was transported to the hospital. At the hospital the patient's blood glucose level was 30.0 mmol/l. The patient was diagnosed with diabetic ketoacidosis, and was treated with an IV of insulin. The patient was returned to pump therapy on (B)(6) 2018, but experienced another increase in blood glucose levels. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.